Event description:
Attempted to adjust the fio2 on the ventilator and the ventilator (vent) alarmed device alert. No change in vital signs. The vent was changed out. Received the device from respiratory care practitioner (rcp) who stated the unit went into a device alert after a fio2 change had been made. No patient harm occurred. The ventilator appeared to be operating normally, and the rcp was to complete an incident report. The vent was not connected to a patient circuit. The vent was powered up normally. Noted three device alerts in the user log. Noted the following error codes; system diagnostics log: d18806 assertion failure, zb0059 loss bd communications (comm), zb0061 resume bd comm. System information log: zc0077 network message received timeout, zc0066 invalid comm data, zc0037 socket error ealready, and s00010 settings transaction failed. Above related to communication errors between graphic user interface (gui) and breath delivery unit (bdu) in which a background check may have caused them and may have been related to an external battery pack. Extended self test (est) completed with all tests passing. Will run validation testing on unit with uninterruptible power supply (ups) on and off for the next 48 hours. Hours: bdu/33392, compressor (comp)/1054. Vent ran without repeated incidence of the above error codes. Several ups on and off maneuvers were completed, as well as several settings changes, without an effect to the vent. Vent est repeated and passed, calibrations completed, and vent returned to service (rts).